Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device remains implanted. The affected side is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, b.6, d.1, d.2, d.4, d.6a, d.6b, e.1, e.2, e.3, g.2, g.4, h.4, h.6 . A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The affected side is the right side. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Additional observations: crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.